Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system displayed a safety mode during a device interrogation. This pacemaker system remains in service. No adverse patient effects were reported.